Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the hemopro 2 jaw boot came apart. This was noticed after taking a few branches in the lower leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that a piece of the silicone boot on the cold jaw had peeled off. The dislodged piece was not returned. While we cannot conclusively determine why this failure occurred, the failure is consistent with the improper insertion of the hemopro 2 tool into the cannula where the jaw tips are oriented downwards. Based on the evaluation results, the reported complaint was confirmed. (B)(4).